Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. A visual inspection revealed no damage or irregularity. Microscopic inspection revealed no further damage or irregularity. There was contrast in the inflation lumen and the loosely folded balloon. The device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device and patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device and patient condition was good post-procedure.